Event description:
It was reported that the lead was attempted to implant in the right ventricle (rv) but not used. The lead was found to have high impedance. Also, the helix would extend rapidly after only four turns. A new lead was used to implant successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).